Event description:
It was reported during the procedure while delivering the subject stent into the catheter, there was resistance. When the physician retracted the stent, it was found half deployed in the catheter and half in the introducing sheath. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.